Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous mid lad. During stent placement, the balloon ruptured after being expanded.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned product revealed that the balloon has been inflated and was partially deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the distal end of the balloon. Microscopic inspection revealed a pinhole in the balloon surface 0.5 mm proximal to the distal x-ray marker, just between two stent imprints. A tiny scratch was found close to the pinhole which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a helium leak test. We can therefore confirm that the product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned product revealed that the balloon has been inflated and was partially deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the distal end of the balloon. Microscopic inspection revealed a pinhole in the balloon surface 0.5 mm proximal to the distal x-ray marker, just between two stent imprints. A tiny scratch was found close to the pinhole which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a helium leak test. We can therefore confirm that the product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.